Manufacturer narrative:
Lumenis received a medwatch report regarding potential risk of burning patient due to melted ipl hp on m22 system. The document was reviewed, no detailed information was supplied from the FDA. No complaint initiator, no s/n of a system and no facility name. Lumenis cannot ensure or evaluate the severity of the adverse event due to lack of detailed information that we would normally request that the customer send to us (incident form and photos). Nevertheless this issue regarding melted ipl hp was investigated and determined that melted ipl hp does not cause an adverse event - this is investigated and recorded in (B)(6). According to the investigation: a clinical expert analyzed the potential of an injury to a patient as a result of a melting hp, if it were to recur, and concluded: "please notice that per the cooling system in the handpiece you can have a situation that the side that in contact with the skin been cooled and the other side of the handpiece is not - per this scenario the non-cooling side will get heated but the side that in contact with the patient skin and with the user skin will stay cool and both of them will not be exposed to a risk of harm." Furthermore, there are several detectable signs the user should notice when the hp is overheating: the plastic bends/ heat sensation/ visible water leak/ an error appears/ burning smell (as per this incident). A review of system risk files (rd-1104450 rev u) revealed the following: risk #6.1.1 "part or parts overheat" which have the potential to lead to severe tissue damages, burns or smoke inhalation. The severity of the risk was scored 7 and the probability 1. Rpn - 7 * 1 = 7 (minor). Acceptable risk. The following mitigation is implemented: circuit boards and plastic enclosures are rated to ul 94-v0. This includes compliance with iec standards. Enclosures designed to prevent operator access to hot parts. Over temperature condition in system will cause a system error and prevent from proceeding with operation. The system designed to alert as soon as the tip reaches 50c. This leaves the possibility that users chose to continue to use the hp after they received an initial warning that the tip reached 50c. Regarding the current received medwatch report, no other investigation or evaluation can be done at this point. Due to the lack of information, and only to answer back to the FDA, lumenis is reporting the event in an 'abundance of caution', despite the fact that, per lumenis decision tree, this event is not reportable (as explained above). Should additional significant information become available, the complaint record will be updated, also a follow-up MDR report will be submitted accordingly. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no.(B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Reported to FDA - medwatch mw5101835. Customer reports the ipl hp melted causing possible harm to the patient and fire hazard risk - no account details were listed on the report.